Manufacturer narrative:
The device involved in the incident is expected to be returned to the MFR. Pending receipt of the device, an investigation will be carried out the results of which will be submitted in a follow up MDR report.

Event description:
An incident was received with the following dialogue: "the physician was using the victory wire, and the tip of the victory wire broke off into the pt, and its still there. They stop the intervention, and was not able to complete it. No procedure to be done on how to retrieve the tip of the wire."